Manufacturer narrative:
The device is not available for evaluation and the catalog and lot numbers are unknown. Information is limited at this time and no conclusions can be made. No connection can be made between the reported event and any shortcoming of the device at this time. Implantation of the device at l3/l4 as well as the fusing of adjoining levels goes against the recommendations made in the surgical technique as well as the information supplied at the time of surgeon training.

Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with one charite at l3/4. Information reports that patient continues to have pain post implant.